Manufacturer narrative:
(B)(4).

Event description:
Patient's step-father contacted dexcom on (B)(6) 2016 to report that the receiver displayed error "hwbat" on (B)(6) 2016. The patient's step-father did not report injury or medical intervention. No additional patient or event information is available.